Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found the primary failure of torn snake wrist cover to be related to the customer reported complaint. The instrument was found to have the snake wrist cover torn. The tears measured roughly 0.090" - 0.096". Visual inspection displayed no signs of missing fragments. The wrist cover being torn is what caused it to become stuck. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform 60 stapler instrument would not come out of the trocar when the customer was done firing the instrument. The instrument was not grasping tissue at the time of the event. When the customer attempted to remove the sureform 60 stapler instrument from the patient, the end of the stapler moved at an angle and almost hit the hilum of the kidney. The customer contacted intuitive, and technical support guided the surgeon through removing the sureform 60 stapler instrument and port at the same time to remove the instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment(s) fell inside the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully using sf60 blue reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with a full range of motion in all directions while installed on the in-house system. However, during removal, the instrument became stuck due to the torn wrist cover. A review of the logs showed no errors.

Event description:
Refer to h11 for follow-up information.